Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 17616094. Expiration date ¿ the correct expiration date is 06/30/2017. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 06/24/2016 to 10/04/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quallity problem with no impact on safety is "low." The cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely that the suspected positive bi was caused by a performance issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review did not exceed trending. The suspect bi was not returned for analysis and the event could not be confirmed. The assignable cause could not be determined. There is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.